Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 where the taper adaptor was removed and replaced. A subsequent revision took place on (B)(6) 2013 due to pain and clicking. Surgeon removed and replaced the custom head and liner. The surgeon also stated that the clicking was caused by the patient¿s soft tissue. Review of invoice history indicated patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-002754, 02755, 03762 & 2014-06500).